Event description:
Md applied fixator without incident. Approximately 4 weeeks later, during a follow-up visit, md noted that the distal ball joint was loose. It was retightened in the office, md does not recall in what direction he originally tightened the ball joint. This model did not have arrows.